Manufacturer narrative:
Additional manufacturer narrative: submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. The sampling nozzle was returned to tosoh instrument service center for investigation. Visual inspection confirmed the sample nozzle had completely broken plastic shaft. The most probable cause of the reported event was due to a damaged sampling nozzle assembly. Please refer to g1, 2 for corrected data.

Event description:
N/a

Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived onsite to address the reported event on the aia-2000 analyzer. The fse was able to confirm the reported error message by reviewing the error log and reproduced it upon running a patient sample. Troubleshooting steps found the sampling nozzle assembly was damaged. The fse proceeded to replace the sampling nozzle assembly and the eki board. The fse then proceeded to perform adjustments and ran quality controls, which recovered within manufacturer's package insert specifications. The aia-2000 analyzer was performing within manufacturer's specifications. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 06-jul-2018 through aware date 06-aug-2019. There were no other similar events reported during the search period. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a damaged sampling nozzle assembly.

Event description:
A customer reported getting error message "[2061] tip detachment failure by main arm" on the aia-2000 analyzer. The customer reported that several test cups had fallen into the analyzer and could not be removed. The customer noticed that the sampling nozzle was bent on the aia-2000 analyzer. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of alpha-fetoprotein (afp) and beta human chorionic gonadotropin (bhcg) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.